Event description:
It was reported that the patient experienced dizziness due to undersensing on the device resulting in functional loss of capture. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.